Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe0126 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexe0126) have been reported from one (B)(4) facility. Device not returned

Event description:
It was reported that the catheter was passed by direct punction and after 3 days it allegedly broke.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the distal end of the molded joint. Curved shape memory was visible in the catheter tubing in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Microscopic inspection of the break site revealed sharply defined irregular edges. The edges exhibited a dully granular texture. The severe tensile weakness, curved shape memory and break edge characteristics were all typical of damage caused by tensile stress. It appeared that the molded joint was pulled while the catheter tubing distal of the tensile weakness was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage.